Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a radical resection of cardiac carcinoma procedure, the surgeon squeezed the device with firm pressure, but no audible feedback. Removed the device, found the staples were malformed. Suture was used to complete the procedure. There were no adverse consequences for the patient reported. The anvil was discarded by hospital.

Manufacturer narrative:
(B)(4). Batch # n56z20. The analysis results found that the cdh25a device arrived with the anvil missing and with no apparent damage. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.